Event description:
It was reported by the audiologist that they had an incident in the operating room. After the patient was implanted and the skin flap closed, it was attempted to run testing which showed that the device was malfunctioned. Testing was tried again in a different way which did not reveal any positive result either.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.